Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was a left lower lobe pulmonary embolism (pe) and a prior diagnosis of protein and c and s deficiency. History includes prior pulmonary embolism (pe) and multiple deep vein thrombosis (dvt). A venacavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position at l2 level. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to fracture, ivc perforation and abutting an organ, occlusion, and migration. Per the patient profile form (ppf), the patient reports perforation the ivc, migration, filter fracture, blood clots, clotting and or occlusion of the ivc, perforation abutting an organ and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation, occlusion, perforation abutting an organ, and migration. Per the implant records, prior to the index procedure the patient presented to the hospital with complaints of chest pain and shortness of breath and was found to have a left lower lobe pulmonary embolism (pe) and a prior diagnosis of protein and c and s deficiency. The patient also had a history of pulmonary embolism (pe) and multiple deep vein thrombosis (dvt). The filter was indicated as the patient had been on coumadin therapy and therapeutic lovenox and developed pulmonary embolus. Using local anesthesia into the left groin, the left superficial femoral vein was successfully cannulated. Using direct fluoroscopy guidance, the filter was advanced and then deployed at the level of the l2 vertebrae. Direct fluoroscopy was used to visualize the filter and position was confirmed at the level of the l2 vertebral body. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, migration, fractured filter struts retained within the ivc, blood clots, clotting and or occlusion of the ivc, perforation abutting an adjacent organ and further experienced anxiety related to the filter, becoming aware of these events approximately twelve years and eight months after the filter implantation.